Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-00554. Additional information was received that surgical intervention was undertaken wherein the leads were explanted and replaced. Post-operatively, effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3186, scs lead; therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report number: 3006705815-2019-00554. It was reported that strength for therapy would turn up and then turn back to zero. Multiple lead contacts had impedance over 3000 ohms. Patient stated that she had slipped and twisted herself but denied any falls. As a result, surgical intervention may take place.